Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: distal end has a burn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer may have used high-energy endo therapy accessory without insufficient distance from tip of the device. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt distal end. There was no patient involvement.